Event description:
The customer stated that she tested her blood glucose and received an incorrect reading while using her contour meter. She did not provide an actual reading, but stated that it caused her to pass out due to low blood glucose. The customer did not provide any more info about the hypoglycemic event. Several attempts were made to contact the customer for more info, but they were not successful. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.